Event description:
It was reported that inappropriate defibrillation therapy and inappropriate antitachycardia pacing was delivered for atrial fibrillation. The patient was administered medication to resolve the event and the patient was in stable condition.